Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Related manufacturer reference number: 3006705815-2021-06322. It was reported the patient had an infection and drainage at incision sites. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.